Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.2 had failed. A field service engineer investigated the reported drawer failure 6.2 in the main unit, reseated the row board cable and tested the drawer using the hardware test application. The fse then adjusted the bus cable tension and tightened the screws on the hard stop. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed and cubies keeps saying not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.